Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon fired the device and it fired malformed clips. They used another like device to complete the procedure. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.